Event description:
The customer reported falsely decreased architect tsh and provided the following data for 1 patient: (B)(6) 2024, the tsh result was 1.72 uiu/ml (customer reference range of 0.34-3.51 uiu/ml). Historical patient results: 24 june the result was 3.57 uiu/ml. 12 aug the result was 3.98 uiu/ml. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh and provided the following data for 1 patient: (B)(6) 2024, the tsh result was 1.72 uiu/ml (customer reference range of 0.34-3.51 uiu/ml). Historical patient results: 24 june the result was 3.57 uiu/ml 12 aug the result was 3.98 uiu/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect tsh reagent lot 53145ud01.